Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the device's tip. An examination of the crimped stent identified that the proximal end struts were lifted and the mid to distal end of the stent was stretched. The stent was secured onto the balloon and was not free moving. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with its shaft polymer extrusion profile. No kinks or damage were noted along the entire length of the hypotube. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 85% stenosed, diffused target lesion was located in the severely tortuous and severely calcified distal right coronary artery. The lesion was predilated using a 1.5x15mm maverick balloon catheter and a 20 x 2.50 promus premier¿ stent was advance but was unable to cross the lesion due severe tortuosity of the lesion. Several dilations were performed using a balloon catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.